Event description:
Procedure performed: ni. Event description: "she used eb230 last week for breast op case. Our distributor gave eb230 to her for sampling and she used. And today I and our distributor's representative went to see her and she said that the jaw has a problem. The problem is the heat problem. The heat get out from jaw site and reach out to proximal from the jaw tip. So organs or vessels' burned residues remain dirtily. And she said that she used [competitor device] and there are some margins in their jaw. So the heat never reach out to that point. " product is not available for return. This is 'sample' case. Additional information was received via email on 12aug2024: "there was unintended tissue burns or unintended damage. The unintended rf energy output from the device occur. The surgeon did not use multiple seals on the same tissue." Type of intervention: the case was completed with the new device. Patient status: unintended tissue burns or unintended damage.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: ni event description: "she used eb230 last week for breast op case.our distributor gave eb230 to her for sampling and she used. And today I and our distributor's representative went to see her and she said that the jaw hava a problem. The problem is the heat problem. The heat get out from jaw site and reach out to proximal from the jaw tip. So organs or vessels' burned residues remain dirtily. And she said that she used [competitor device] and there are some margins in their jaw. So the heat never reach out to that point. " *product is not available for return. *this is 'sample' case. **additional information was recieved via email on 12aug2024: "there was unintended tissue burns or unintended damage. The unintended rf energy output from the device occur. The surgeon did not use multiple seals on the same tissue." Type of intervention: the case was completed with the new device. Patient status: unintended tissue burns or unintended damage